Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1jyhs, implanted: (B)(6) 2017, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported through a manufacturer representative that the patient experienced discomfort and pain near the insertion site starting one to two months after implantable neurostimulator (ins) implantation. The patient¿s stimulation was turned off for several months and the electrode output settings were changed in an effort to troubleshoot the issue, but there was no improvement observed. The patient¿s system was ultimately explanted following a (B)(6) 2019 follow-up patient where the patient ¿strongly requested¿ the device removal. It was noted the patient had experienced moderate injury associated with the event. The patient¿s entire system was removed due to the pain. There were no further complications reported or anticipated.